Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, not returned; damaged anvil / anvil shroud, not returned; damaged guide face, no; damaged knife, no; damaged other, no; damaged staple pockets, no; damaged trocar, no; missing parts, anvil and staples present/location, no. Functional tests & results: indicator response, good and safety release, good. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned without the anvil and with no staples. As there were no staples in the instrument, it appears possible that the wrong instrument may have been returned for analysis. However, the instrument was reloaded with staples and analyzed for protruding staples. There were no protruding staples noted. It has been observed that the condition of protruding staples can be created if the adjusting knob is dialed open too far or beyond the point where the adjusting knob provies resistance once the orange tying area is visible. As stated in the packaging insert, the instrument should be opened only until the orange tying area is clearly visible above the staple housing. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported that the device was used during a low anterior resection procedure. It was reported by the affiliate that the surgeon tried to reach the distal staple line with the ecs in order to go through the rectum transanally. This action was not possible. The surgeon then checked and found that the staples had moved or precocked. This forced the surgeon, with a new device, to transect the bowel more distally because the staples had injured the serosa. The surgeon stated that he had to transect more of the bowel than he had originally planned. There was no pt consequence.